Event description:
Caller states that a patient reportedly received the following results on the inform system within 10 minutes: 535 mg/dl, 362 mg/dl, 249 mg/dl, and 235 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.